Manufacturer narrative:
Sex was updated.

Manufacturer narrative:
The provided qc data gave no indication of an issue. The field engineering specialist (fes) replaced the pinch tubing and cleaned the ise assembly. He observed salt near the reference electrode. He performed ise testing with acceptable results. The customer ran successful qc testing. Acceptable precision testing was performed. The issues found by the fes are consistent with improper maintenance of the instrument, but the fes did not provide any specific maintenance activities that were not being properly performed. The fes service activities resolved the issue. There have been no further issues following the service visit.

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 result for 2 patients tested on a cobas 6000 c (501) module. From the data provided, 1 patient had discrepant potassium and chloride results. The initial potassium result was 7.0 mmol/l and the initial chloride result was 68 mmol/l. The repeat potassium result was 4.3 mmol/l and the repeat chloride result was 99 mmol/l. The results in question were not reported outside of the laboratory. The repeat results were deemed to be correct.